Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered serious bodily injuries, including, but not limited to, vaginal tissue damage, vaginal discomfort, dyspareunia, bladder pain, recurrent infections, add'l surgeries, and other injuries. No add'l info was provided.